Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain ( trunk/limbs). It was reported that "several years ago" then confirmed "sometime in 2016" he had ripped the pocket the ins was in. The circumstances that led to the reported issue were asked but unknown. Pt states it was in 2016 and the issue was resolved.